Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that one of the buttons on her insulin pump is unresponsive. The patient's blood glucose at the time of incident is unknown. The customer does not recall any significant events leading to the keypad issues. Troubleshooting was initiated for the keypad anomaly, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. Customer was informed that since she is a minor she would need her parents to call to discuss the pump replacement policy. No products were returned, replaced or shipped.